Event description:
It was reported that the tip of the rotawire was detached. An ng rotawire floppy 5 pack was selected for use. When unpacked, it was observed that the wire was separated at the radiopaque section. There was no noted stiffness in the tip due to damage and noted separation, which was confirmed with flouroscopy. The issue occurred prior to use, during unpacking. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that the tip of the rotawire was detached. An ng rotawire floppy 5 pack was selected for use. When unpacked, it was observed that the wire was separated at the radiopaque section. There was no noted stiffness in the tip due to damage and noted separation, which was confirmed with flouroscopy. The issue occurred prior to use, during unpacking. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination identified no sign of detachment on the spring tip. The spring tip was bent and stretched. Total length of the guidewire was measured and met specification. The reported event could not be confirmed.